Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported a non-philips blood pressure cuff became kinked during surgery and accurate readings could not be obtained. Prior to surgery, the blood pressure cuff was attached to the patient's arm, and the arm was tucked under the drape per standard practice. At some point during the surgical procedure, the cuff became kinked and remained inflated. The location of the kink was not provided. It was indicated the monitor did alarm during the case. After completion of the procedure, the patient's arms were untucked, and it was noted there was a kink and the cuff was still inflated. The customer did not provide any additional detail related to patient harm.